Event description:
Lead integrity alert (lia) triggered on (B)(6) 2025, 07:52:05 due to 2 or more high rate-ns episodes < 220 ms and sensing integrity counter >= 30 in 3 d. Intermittent right ventricle (rv) over-sensing noted on stored egms (electrograms). Sensing integrity counter - shows 158 short v-v intervals. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).